Event description:
It was reported that t:slim x2 pump battery would not charge even when connected to usual charging equipment, and charging connection was not recognized despite being left plugged into working outlet for extended time. There was no reported impact to the customer¿s blood glucose level. Customer confirmed use of tandem charging cable and wall adapter and had no alternate cable to test, so technical support arranged shipment of replacement cable and wall adapter with two day delivery, advised customer to use backup insulin therapy if pump battery depleted before new supplies arrived, and planned follow up on issue.